Manufacturer narrative:
Zyno medical has received the investigation report from the contract manufacturer on 04/28/2017. The conclusion is that the user-reported complaint could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795- 2017-00001).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the failed IV sets. A quality alert has been sent to the contract supplier on (B)(6) 2017 regarding this issue. The manufacturer will follow up with the investigation actively.

Event description:
Zyno's manager of business development reported that "we had no problems at the different sites at (B)(6) cancer with exception of one group that reported that they had at least two check valve issues where the valve allowed fluid to flow back into the primary maintenance bag. It was first reported to (B)(6) back when we installed the first 7 facilities a month back but upon checking in with them a few weeks later the nurse manager, michelle benak, reported seeing two more incidents. We have picked up the last set that they reported seeing this problem, so please let us know how we can report a complaint and get this set to you". Nurse noticed maintenance bag (primary bag) getting larger while drug line was infusing. No patient was injured or harmed.